Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 52 mg/dl at the time of the incident. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. Customer states the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer notices that after the reservoir is locked in, the quick set will squirt out insulin. The customer has lost (B)(6) and exposed the pump to x rays. The insulin pump will be returned for analysis.